Event description:
There was an allegation of questionable results from the cobas integra 400 plus analyzer for approximately 10 samples. One example was provided. The initial sodium result was 118 mmol/l with a <critical range data flag. The repeat result was 128 mmol/l. The repeat result from the cobas 8000 analyzer was 142 mmol/l and was believed to be correct.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked the analyzer and found an issue with the chloride electrode. He resolved the issue by correcting the position of the reference tubing that had been pinched under the electrode cover, replacing the ise indirect calibration solution, ise solution 1, and the chloride electrode. He performed ise calibrations and ise performance checks. The customer performed patient comparisons and precision testing. The investigation determined that the service actions resolved the issue.